Event description:
The customer reported that they received an erroneous result for one patient sample tested for human chorionic gonadotropin stat (short turn around time). The sample initially resulted as 1.34 miu/ml accompanied by a data flag and this value was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. The repeat result was 10000 miu/ml accompanied by a data flag. The sample was repeated an additional time at a 1:100 dilution and it resulted as 12900 miu/ml accompanied by a data flag. The repeat result was believed to be correct. The patient was not adversely affected by the event. The human chorionic gonadotropin stat reagent lot number was (B)(4) with an expiration date of 02/28/2013. The field service representative determined the probe tip was damaged because the reagent mechanism was out of alignment. He replaced the damaged reagent mechanism and ran performance testing which was within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.